Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving fentanyl (dose 1909.6mcg/day, concentration 4000mcg/ml) via an implantable pump for non-malignant pain. It was reported that a non critical alarm due to elective replacement indicator (eri) was occurring (erroneous eri alarm). The pump was read on the day prior to this report date and initially showed 45 months to eri. Once it was read a second time to pull logs they saw that eri had occurred on (B)(6) 2016, the replace pump by date was (B)(6) 2016 as shown on the telemetry strips that were provided. The eri was not expected. There were no symptoms reported. The reporter was asked to consider pump replacement additional information has been requested regarding the causality, troubleshooting and actions/interventions taken, but it was not available at the time of this report. If additional information is received, a follow-up report will be sent.

Event description:
Information was later received from the health care professional via the manufacturing representative indicating that no diagnostics /troubleshooting was done. The pump was replaced to resolve the issue. And was to be returned the patient status was alive - no injury

Manufacturer narrative:
Analysis of the pump found pump motor feedthru anomaly, there was a shorting across insulator.